Event description:
It was reported on (B)(6) 2025, a navitor valve was implanted in patient. The implant depth of the valve was 4.94mm at the lcc and 10mm at the ncc. The sizing of the annular dimensions of the native valve is: annulus diameter 28.6mm, area 28.3mm, perimeter 90mm. There was some perivalvular leakage noted post procedure and post dilation was performed with a 28mm non-abbott device. After the dilation, the mean gradient increased. Therefore, the physician decided to perform an additional dilation with a 30mm non-abbott device with good results. However, after a short while, the patient pressure dropped and developed tamponade. The patient was given a pericard set and transferred to the ICU.on (B)(6) 2025, the patient expired.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
It was reported that there was some perivalvular leakage noted post procedure and post dilation was performed; after the dilation, the mean gradient increased. Therefore, an additional dilation was performed with good results. However, after a short while, the patient pressure dropped and developed tamponade. A pericardiocentesis was performed and patient was transferred to the ICU. The patient expired on the following day of procedure. A returned device assessment could not be performed as the device was not returned for analysis. No imaging was provided for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received and medical review, the likely cause of the patient death appears to be annular rupture secondary to post-dilation. However, the exact cause could not be conclusively determined. The reported medical intervention is a case-specific circumstance as post dilation was performed for perivalvular leakage. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.